Manufacturer narrative:
The reason for this complaint was to report a revision surgery on a patient that had an existing foundation shoulder prosthesis. The foundation head and glenoid component were removed, and a turon offset head was implanted on the existing foundation humeral stem. There was a trialing issue between the foundation humeral head trials and the turon humeral heads. The surgeon was given information from djo, prior to the case, that the foundation trials would be compatible in nomenclature with the turon heads. Unfortunately this information was false. The exact date of the original surgery is unknown but was stated in the complaint narrative to be during 2010. The revision surgery was performed on (B)(6) 2014. The implants were in the patient for 4-5 years prior to revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. It was reported that the device would be returned to djo on return material authorization (RMA) #(B)(4). It was listed on this RMA; but was not returned. Instead the parts removed during the revision were the part number 539-50-988 foundation humeral head, lot unknown, and part number 538-97-604 foundation glenoid, lot unknown. Both foundation components were returned but not listed on the RMA form. According to the product complaint narrative provided by the agent, a turon 50-17 offset humeral head was implanted during the revision. The turon product range does not include odd numbered offsets, so it is assumed by this investigator that a turon 50-18 offset humeral head, part number 520-50-118 was actually implanted. The description of the event does not allege any deficiency with the foundation components returned, nor provide a reason for the revision surgery. The description discusses the surgeon's difficulty with trialing for the new turon head, as the turon trials are not compatible with the foundation humeral stem he elected to leave in place. The event description states that djo shoulder engineers were consulted prior to or during the case, and it was recommended that a foundation head trial be used to trial for the new turon head. A foundation 50x22 offset head trial was determined by the surgeon to be an appropriate fit, so the surgeon opened the package containing the turon 50x22 offset head. This turon head was found to be too thick for the patient, even though the nomenclature "50x22" matched the foundation trial that was chosen. The surgeon asked the agent to file the complaint in order to inform djo engineers, product managers, and salesforce that the foundation head trials do not, in fact, directly correlate to turon heads. The investigator performed a solidworks analysis of the foundation head trial the surgeon used, versus the turon heads used in this revision case (both the first head attempted and the head ultimately implanted). The analysis is contained in the complaint database in file "(B)(4) turon head versus foundation trial analysis.docx." The analysis revealed that there is a 3.61mm height mismatch between the trial and the 520-50-122 head, which proved to be too thick for the patient's anatomy. The 520-50-118 head ultimately implanted is a much better match to the trial, differing in height by only 0.39mm. The two shoulder systems, foundation and turon, simply have different head geometries, and the trials of one system cannot directly correlate to the heads of the other system. As the complaint did not allege any deficiency with the foundation components that were returned, this investigation will not include them. There was no information reported that evidences a material, design, or manufacturing problem with the product itself.

Event description:
Revision surgery - the surgeon wanted to replace the patient's foundation shoulder with a turon stem. The stem was very well fixed and could not be removed without risk to the patient; the surgeon replaced only the head and glenoid. This is a product complaint for the turon head size 50/22mm offset head and the process of locating a turon trail that would fit the patient's humeral stem to trial. The surgeon used a size 50/17mm offset turon head implant; this more closely approximated the thickness of the 50/22mm foundation trial head.